Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movement error occurred during the start up. Review of the log file showed the geometry module failure. The c-arm could not be moved due to a geometry movement error. The fse replaced the geo module to resolve the reported issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code, component code and health impact codes were corrected.

Event description:
It has been reported to philips that the a geometry error at startup did not improve when he restarted the system. The philips field service engineer (fse) replaced the geometry module, and the system was operational. Philips has started an investigation of the complaint.